Event description:
It was reported when using the bd pyxis medstation system that the station got disconnected and went critical override. The customer stated that the user managed to get medication from another station. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station went to disconnected mode. The technical support specialist checked on the staion and found no critical override was shown on the station screen, also the customer confirmed that the issue was resolved. The system functioned as intended after the customer resolved the issue.